Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed on (B)(6) 2013. According to the complainant, when the device was connected to the non-bsc generator, the user noticed that the injection gold probe "did not work." The device was inspected, and a kink was found in the catheter. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure. Follow-up information received confirmed that "did not work" referred to the device's inability to transmit current. The customer suspected the wire inside the catheter was broken in the kinked area.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device confirmed the presence of a kink approximately 10cm from the body connector, but the needle extended and retracted as intended when the handle was actuated. Electrical testing was performed, and the device passed both the isolation of electrodes test and the load test. The complaint that the device failed to transmit current was not confirmed; however, the presence of a kink was confirmed via visual inspection. The kink observed was likely incurred during handling of the device prior to the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.